Manufacturer narrative:
The investigation for the reported pump stop has been completed. Pump was not returned for investigation. Data logs were returned and investigated. Alarm 119 was seen in the logs along with a motor current spike of 30000. No purge pressure alarms were seen. The seen characteristics are similar to that of electrical open. Since product was not returned, the root cause of the pump stop issue was most likely an open electrical line. Added- d6a/d6b in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Over a month later, the pump reportedly stopped working. The console was swapped, but the pump remained inactive. The pump was subsequently removed, and evidence of a clot was observed. A new impella 5.5 pump was placed for ongoing support. There was no patient harm.